Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the erbe machine has the correct settings and was recently check by the biomed team, however the snare could not cauterize the polyp. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).